Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a gradual increase in pacing impedances measurements was noted on this right ventricular (rv) lead as well as a rise in pacing thresholds. During max energy stimulation the values for the pace impedance had decreased but was still out of range. A technical review was requested. The system remains implanted, although the device was reprogrammed. No adverse patient effects were reported. The patient was discharged and will be monitored on the remote monitoring system. Engineering analysis that the device is not able to measure the actual pace impedance measurements as the device is only able to measure values up to 2500 ohms. It was confirmed that the pace impedance measurements had gradually risen over the last year. Engineering noted that the lead is a passive lead and we have seen cases where the tip can become encapsulated or calcified and lead to increased impedance and can increase thresholds but otherwise will not impact sensing and not lead to noise. In addition, since the impedance is too high for the device to measure then monitoring of sensing, evidence of noise and thresholds is recommend to assess the lead integrity. If thresholds increase too much such that appropriate safety margins cannot be maintained with output settings or longevity impact of high outputs is a concern then adding a new pace/sense lead may be appropriate. No further information was provide, and the system remains implanted.

Event description:
Additional information noted that this device was explanted due to allegations noted in FDA report number 2124215-2017-00605. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.